Event description:
The dental implant fx4012swc was removed on (B)(6) 2018 due to failure to osseointegrate 7 months and 25 days after implantation. The patient has history of diabetes. The patient has recovered without complications.